Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, the account contributed these to a thrombosis at the distal end of the outflow graft. Based on complaint history and similarly reported events, the low flow events observed in the submitted log files is consistent with an obstruction; however, a specific cause could not conclusively be determined through this evaluation as the pump was not returned for evaluation. The submitted controller event log file contained data from (B)(6)2021 at 4:42:36 to (B)(6)2021 at 8:15:27. On (B)(6)2021 pump calculated flow decreased from 1.6 lpm to 0 lpm at 9:07:27 and ranged from 0-1.2 lpm for the remainder of the captured data. The captured data was filled with low flow faults and low flow alarms due to the calculated flow being below the low flow threshold of 2.5 lpm. On (B)(6)2021 at 12:08:23, the pump fixed speed was reduced to 3900 rpm from 4800 rpm. The pump fixed speed was below the low speed limit of 4600 rpm resulting in 13 low speed advisory faults and 7 low speed advisory alarms. The low speed limit was reduced to 4000 rpm at 12:08:44; however, the pump fixed speed remained below the low speed limit. The pump operated at the set speed for the duration of the captured data. The submitted movie and photo showed a CT scan of the patient¿s outflow graft. No areas of concern were of note. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6)2020. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of this document lists pump thrombosis respiratory failure and venous thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had terminal ischemic cardiopathy that required left ventricular assist device (lvad) implantation for bridge to transplant on (B)(6) 2020 with thoracotomy. On (B)(6) 2021, the pump alarmed for a low flow and the patient was transferred to intensive care unit (ICU). Computed tomography (CT) identified a thrombus on the outflow cannula with about a 24mm long residual permeable canulae facing the descending aorta and a thrombus in the non-coronary cusp of the aortic valve. The medical team diagnosed a refractory cardiogenic shock on thrombosis of heartmate 3 with hemodynamic and respiratory failure with multi organ failure despite the patient being installed on circulatory support. The patient was bumped to emergency list for heart transplantation, but transplant was not possible due to patient's deterioration. Medical treatment was stopped and the patient expired on (B)(6) 2021. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was rehospitalized following low flow alarms. Chest scan showed outflow cannula thrombosis. The patient was treated with dobutamine/heparin. The patient was bumped to emergency list for heart transplantation.